Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8703w, lot# l48425, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced an itch on friday and was told it had nothing to do with the pump. On saturday the patient presented to the emergency room (ER) and was told the pump is malfunctioning. The patient¿s body was shaking and the hcp thought it was her stents, which she has in her aorta and in her legs. The patient¿s heart doctor says it wasn't related. The patient had been taking oral baclofen. The patient had ¿spasms like crazy¿. The patient woke up on sunday and couldn't get out of bed until tuesday and her back felt like it's breaking when she moved. The hcp has ordered MRI for tonight at 7:23. The patient has two amputated legs and the spasm is pulling her out of her chair, and her sides hurt badly, like they're on fire. The pain medication doesn't make the pain go away. It was indicated the hcp thinks it's possible that there is a problem with the medication because it was taken from her old pump. The patient was concerned that the spasm could be so hard that it could fracture her spine. The hcp would need to do an outpatient procedure on her. The dose had been increased three times. The patient received a bolus yesterday; the next refill is next friday. The hcp thinks the drug might have lost potency due to using old baclofen in the previous pump. Yesterday when she got home her legs went out of control ¿legs went crazy ¿and she went into a hot sweat like over the weekend. The pump was delivering baclofen.